Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material, which confirms the event. The tear measured approximately 25mm in length and extended from a position 22mm proximal of the distal markerband to 1mm distal of the distal markerband. A visual examination revealed no damage to the device tip. Visual and tactile inspection identified no kinks or damage to the device shaft. Both marker bands were present and intact on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.